Manufacturer narrative:
Supplemental to report pre-deco finding. At pre-decontamination evaluation it was observed the following: sheath delamination 3.5" from distal tip , 2hdpe folds at 1" and 2' from distal tip. C marker band attached, liner bunching at the end of delaminated liner. Puncture on hdpe located 3.5" from distal tip.

Manufacturer narrative:
Update to b4, g3, g6, h2, h3, h6 and h10 to reflect device evaluation. The esheath was returned to edwards lifesciences for evaluation with the commander delivery system fully inserted. Per visual inspection, the sheath liner was delaminated 3.5'' from distal tip. Two folds on the hdpe at 1'' and 2'' from distal tip were seen. The c-marker band remained intact. There was a puncture on hdpe approximately 3.5'' from distal tip. There was liner bunching at end of delaminated liner. The sheath tip was opened as designed, fully expanded. There was a bent valve strut on valve outflow side. Due to the condition of the returned device (liner delaminated), no functional testing or dimensional testing was performed. The complaint is confirmed through visual inspection. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. Imagery was returned and a liner delamination was seen. The esheath IFU, device prep manual, and the procedural training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from october 2020 - september 2021 for the esheath (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the following are potentially applicable to the complaint event: procedural factors (excessive manipulation, withdrawal of crimped valve) and procedural factors (excessive manipulation, bent valve strut). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of the device history record, lot history and complaint history support that a manufacturing non-conformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. As reported, ''no resistance was felt during valve crossing through the sheath. Patient had a very tortuous aorta and there were difficulties getting devices up to the annulus. Sheath inserted and valve went into descending aorta, extremely tortuous, attempted to align valve on balloon and distal end of valve strut got caught on the balloon and could not be moved''. The tortuous anatomy likely led to the valve strut becoming bent and then getting caught on the sheath liner. As it was caught on the liner, excessive manipulation was needed to overcome the resistance experienced. The excessive manipulation to overcome the resistance caused the liner to delaminate. With the liner delaminated, it would have been possible for the bent valve strut to puncture the sheath during device removal. As such, available information suggests that patient factors (tortuosity) and procedural factors (excessive manipulation, withdrawal of a crimped valve, bent valve strut) may have contributed to the complaint events. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing. This is one of three manufacturer reports being submitted for this case. Please refer to manufacturing report number 2015691- 2021- 05265 for the delivery system and 2015691- 2021- 05267 for the valve frame.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 29mm sapien 3 valve, in aortic position by transfemoral approach. As reported, no resistance was felt during valve crossing through the sheath. The patient had a very tortuous aorta and there were difficulties tracking devices up to the annulus. The team attempted to align the valve on balloon at which time, the distal end of valve strut got caught on the balloon and could not be moved. It was decided to withdraw the valve back into the sheath, however the proximal end of the valve struts got caught on the sheath and became stuck. The only option was to remove the entire system. Vascular surgeon was called and removed the valve and sheath together. Upon device removal, sheath liner delamination was observed. A second sheath was inserted, and a second valve was successfully placed. The patient was reported as well post procedure.